Event description:
Same case as: 2134265-2008-03736 and 2134265-2008-03834 it was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28mm taxus liberte drug eluting stent delivery balloon did not deflate as required. Upon withdrawal of the stent delivery system (sds), guide catheter pushed forward. The lesion being treated was located in the right coronary artery (rca). No patient complications were reported. Patient status reported as "satisfactory".

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis could not be performed. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications. The root cause could not be determined. Product unavailable for analysis.